Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
It was reported that an x-tip separated in the mandibular bone near the surface. The pt was referred to an oral surgeon for removal of the piece.